Event description:
It was reported that the patient's lead had migrated, and the patient still had therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue, the ipg was replaced electively. Effective therapy was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead], however, it is unknown which [lead(s)]. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108171.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)]. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108171.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.